Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8113505. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle shield on the bd ultra-fine¿ insulin syringe appeared to be "melted/damaged" while the "over-sized" rubber stopper was "set at an angle in the barrel".

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 3/10cc, 8mmm, 31g syringes in an open poly bag from lot # 8113505. Customer states that one of the needle shields appears to be melted/damaged and another syringe has an over-sized rubber stopper that is set at an angle in the barrel. Both returned syringes were examined and one sample exhibited a damaged shield while the other sample exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 8113505. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. No notifications were noted. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue. Possible root cause for a damaged shield: likely a jaw jam of form fill & seal and then made it to packaging.

Event description:
It was reported that the needle shield on the bd ultra-fine¿ insulin syringe appeared to be "melted/damaged" while the "over-sized" rubber stopper was "set at an angle in the barrel".